Event description:
After placing a simple resin tooth #19, the doctor started polishing the resin using a fldc5m feather lite intra-oral composite polisher - green. Upon polishing, the disc engaged the floor of the mouth and proceeded to wrap itself around the tissue. Doctor claims that there was nothing the he could do to stop the incident until the momentum of the handpiece discontinued. Only then was the doctor able to unravel the tissue from the disc. A laceration was left behind approximately 1.3cm by 7mm. The doctor referred the patient to an oral surgeon for repair. The doctor noted on (B)(6) 2016 that the patient was fine.

Manufacturer narrative:
Investigation results: no product was returned for evaluation. It appears to be unintended user error. This is an isolated occurrence.

Event description:
From e-mail. After placing a simple resin tooth #19, the doctor started polishing the resin using a fldc5m feather lite intra-oral composite polisher - green. Upon polishing, the disc engaged the floor of the mouth and proceeded to wrap itself around the tissue. Doctor claims that there was nothing the he could do to stop the incident until the momentum of the handpiece discontinued. Only then was the doctor able to unravel the tissue from the disc. A laceration was left behind approximately 1.3cm by 7mm. The doctor referred the patient to an oral surgeon for repair. The doctor noted on oct/21/2016 that the patient was fine.